Event description:
It was reported that there was a volume discrepancy problem where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 30ml, and the erv was 2.4ml. Since (B)(6) 2015, the patient had three dose increases on (B)(6) 2015 and had no/minimal pain relief. The patient came to the healthcare provider (hcp) clinic on the date of the report for her first refill and the volume discrepancy was found. There were no alarms. The logs were checked. An x-ray was taken and the cause of the discrepancy was reportedly a potential catheter kink. The patient underwent a catheter revision on (B)(6) 2015. It was later reported that the location of the catheter issue was at the pump site; the patient was ¿twiddling¿ the pump and the whole catheter was twisted. The catheter issue was identified via surgery, ¿after noticing on initial report there was a kink.¿ the pump was left implanted and the catheter was revised. The patient was doing good and was discharged later in the evening. The pump system was being used to infuse hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n478665, implanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).